Event description:
Reporter stated the display of the blood glucose monitor is defective, and the patient is unable to read the data. No physiological effects were reported. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The meter was evaluated by the investigation unit (iu). Iu observed that the meter has several solid lines appearing on the left of the display. Iu observed that the location of the line on the display does distort the digit during the simulation test; therefore, misinterpretation is possible. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.